Event description:
It was reported that the patient implanted this cardiac resynchronization therapy pacemaker (crt-p) presented to the clinic due to feeling symptomatic. Interrogation of the device found it had reverted to safety mode. The patient is not pacer dependent however device replacement was planned due to the patient feeling symptomatic after the device went into safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.